Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2014, the patient underwent surgery with the g3 nail. On (B)(6) 2014, the surgeon found that the lag screw was moving to the tip of femoral head by x-ray. The surgeon was monitoring the patient. On (B)(6) 2014, the surgeon found that the lag screw had penetrated to the tip of femoral head. The surgeon performed revision surgery on (B)(6) 2014. During remove surgery, the surgeon found that the set screw was fixed normally.

Manufacturer narrative:
From technical point of view in this case no implant failure was verified. No deviation was found in the manufacturing documents. No deviation in function was found upon return. The set screw (of the nail kit) could be engaged in the sliding flute of the lag screw and could secure the lag screw against rotation and exceeded sliding. Thus, it was concluded that the implants had left the premises in intended condition. Removed coating in the proximal drill hole of the nail and on the lag screw identified moderate load application. General aspects: the basics of the gamma3-system are the interaction of nail kit including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. For functional test the returned nail, set screw and lag screw were assembled as intended. During locking tests it was realized that the lag screw could be locked in every chosen position as intended. Correct set screw insertion with unscrewing for a ¼ of a turn did not lead to a lag screw position as described resp. As demonstrated on received x-rays. Thus, no deficiency found on nail including the set screw resp. No deficiency found in function. The returned units performed as intended. The cause of the event was rather insufficient placement of the set screw.

Event description:
On (B)(6) 2014, the patient underwent surgery with the g3 nail. On (B)(6) 2014, the surgeon found that the lag screw was moving to the tip of femoral head by x-ray. The surgeon was monitoring the patient. On (B)(6) 2014, the surgeon found that the lag screw had penetrated to the tip of femoral head. The surgeon performed revision surgery on (B)(6) 2014. During remove surgery, the surgeon found that the set screw was fixed normally.